Event description:
Ventilator alarming, respiratory on unit responded immediately. Ventilator not registering patient's exhaled tidal volumes. All vital signs were good including oxygen saturation, new ventilator obtained, and original ventilator sent to biomed for evaluation. No harm to patient.